Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 426 mg/dl. Customer stated that the insulin pump was not exposed to moisture. Customer states the spring is neither damaged nor corroded. Customer states the contacts on the battery cap are neither missing nor damaged. Display returned after pump restart. Customer was advised to allow at least one minute for the battery contacts to dry. Customer was advised to insert a new battery. Checked to make sure customer was inserting battery correctly. Customer stated the display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.